Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced hyperglycemia. The customer's blood glucose level was 54 mg/dl at the time of incident. The customer declined troubleshooting for low blood glucose level. The customer was treated with food for low blood glucose level. It was reported that the customer was not using automode. The device will not be returned for analysis.